Event description:
A report was recived by ciba vision in 2001 that a pt had a right eye memorylens implant on the same month. The pt presented for examination seven days post-operative with fibrinous exudation in the anterior chamber of moderate severity. The pt was subsequently treated with steriods and antibiotics, and at examination 5 days post implant, the doctor noted that the fibrin was completely resolved. Visual acuity at the exam was not recorded. The dr noted the pt's prognosis as excellent, and that the pt's condition was stable. The doctor felt that the incident was lens related.